Manufacturer narrative:
The drill was received by the manufacturer, however the complaint could not be replicated because the drill would not activate. Internal components were evaluated and corrosion was discovered within the rotor assembly. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The motor assembly and rotor assembly were replaced, and the device was returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.